Manufacturer narrative:
To file a correction MDR regarding adverse event inadvertently left off the previous MDR submissions. As previously reported the date of patient death was reported to have occurred following a procedure on (B)(6) /2012. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the patient's death.

Event description:
A medtronic representative reported that on (B)(6) 2012, a thoracic-10 to lumbar-2 fusion for a thoracic-12 compressed spinal fracture was scheduled to be performed with the medtronic navigation system. The medtronic representative cautioned the surgeon, before the procedure began, that due to the type of surgery and the severity of the fracture, that optimal navigational accuracy may not be ensured. The surgeon wanted to attempt registration with the navigation system. The surgeon completed the registration for thoracic-12 and the navigation system was used for the vertebroplasty without issue. The surgeon then checked accuracy on t10, t11, l1 and l2. The surgeon determined that accuracy was not sufficient to proceed with use of the navigation system. The surgeon opted not to use the navigation system and completed the procedure under fluoroscopic control instead. After the procedure, there was no inquiry or communication from the site and no further information regarding this procedure. On (B)(6) 2013, it was reported to a medtronic representative that the patient had become worse following the procedure, and subsequently died. It was noted that the navigation system was not used on the patient. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the patient's death.

Manufacturer narrative:
A medtronic representative went to the site and performed a system checkout. The system performed properly for all testing.

Manufacturer narrative:
Patient information is unavailable per japan privacy laws. The surgeon opted to complete the procedure without the use of the navigation system due to the inaccuracy noted. At the close of that procedure, on (B)(6) 2012, there was no reported impact on patient outcome. No parts were returned to manufacturer for analysis as there is no allegation that the medtronic navigation system caused or contributed to the reported event, only that the patient's condition was not conducive to use of the navigation system for this procedure.